Event description:
Healthcare professional (hcp) reported one incident of a pt (pt) reaction with a psn 210 dialyzer. It was reported that approximately 10 minutes into treatment, the pt complained of their fingers feeling cool and tingly. Pt's blood pressure (bp) was 122/61, pulse rate (pr), 62. Approximately 20 minutes further into treatment, pt complained of increased tingling in their fingers and itching in their groin area. Bp, 128/61, pr, 62. Treatment was stopped and blood was not returned to the pt. The pt was resumed with new disposables, including a different type of membrane, and treatment was completed without incident. It was noted that this was the pt's third dialysis treatment and first exposure to the psn dialyzer.